Event description:
Per the audiologist's report, this patient's performance is decreasing. Integrity testing performed in 2006, showed multiple electrode anomalies. The center and patient have decided to explant the device and reimplant a new one. The surgery date is unknown at this time.